Event description:
Had nti tss device in 2007. Within 3 weeks entire bite shifted and tmj disc slipped. Has a 4mm jaw opening and now only back teeth touch. Suffers from headaches. Oral surgeon has now suggested lefortte 1 & 2 and then a flat mouthguard to help correct the damage done to, by the nti device.